Event description:
(B)(6) 2014 (B)(6) , director-material management, (B)(6) hospital, (B)(6) sent an email indicating "rodent feces on towel in pack". Product was a sterile convenience kit (B)(4) set up pack-river valley, roi lot #017354a, roi component #(B)(4) towel operating room blue, MFR's #731-b4. This info was relayed to (B)(6) by (B)(6), director of surgical services, (B)(6) clinic (B)(6) -(B)(6) . The kit was not used on a pt, the defect was discovered when the kit was being opened in the operating room.

Manufacturer narrative:
Foreign material, appearing to be rodent feces, was reported to be found in the surgical pack. Photographic examination was the only way for roi to attempt to confirm the defect as the sample was discarded. All activities associated with this defect took place prior to the initiation of the surgical case. The pt was not in the surgical suite when the issue was discovered. End users reported that there was a minimal delays in the surgery during the time that the defective pack was removed and replaced with a new, defect free pack.